Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the connected refrigerator was reported as broken. A reboot was attempted but did not resolve the issue. The customer reported physical damage to the refrigerator and requested that it be detached from the tower. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.